Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the issue is still present. Steroid has been administered and it entered the 2nd courses. On march 4th , the hospital contacted and reported that the steroid treatment, which had once disappeared, flared up again when it stopped, and it entered the 3rd courses. The patient is a medical professional (dentist), so understands the treatment. Patient is suffering from diabetes and is in communication with the doctor regarding the continuation of steroid treatment from the perspective of blood sugar control. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the patients right great saphenous vein (gsv) and left small saphenous vein (ssv). Local anesthesia was utilized. No compression was utilized. The procedure was completed normally and the vein is reported to have closed. Post-op, it was reported that there were about four locations of swelling near the saphenofemoral junction (sfj) and saphenopopliteal junction spj, and near the treated vein. There was also pain in that area when pressed slightly. Reaction is present in both legs. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Reaction was relieved once by steroid administration, but when patient stopped taking it, it rekindled up again, and it is currently being administrated again. The patient is currently being treated with steroid IV and oral prescriptions.